Manufacturer narrative:
Continuation of d10: product ID a71200. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a71200, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a implantable neurostimulator (ins). Rep reports the ins was not responding and rep was seeing: "system detected invalid data in the device. Therapy data may be cleared. Error code:00 01 00bb." Rep was also seeing error "system has encountered an unexpected error please contact [manufacturer] technical support. Code: 0x54312948". Rep reports the ins was never implanted in a patient and will be returned. The cause of the issues was unknown.